Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing impedance measurements, loss of sensing and loss of capture (loc). A revision procedure was performed and the ra lead was surgically abandoned and replaced without complication. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.